Event description:
Impella 5.0 controller failure resulted in a pulseless electrical activity (pea) arrest. The controller failure alarm was on the screen with no movement of the pump and no motor current was shown. Pulselessness was verified on the monitor screen and by palpation of pulses. The controller was restarted. The position of catheter was verified within the patient. The patient was intubated and CPR was initiated. Contacted abiomed rep. All functions of the controller were normalized after restart.